Event description:
It was reported that a loss of pt monitoring occurred when the cic (central station) rebooted intermittently due to a presumed motherboard failure. Pts were without monitoring for approx five (5) to six (6) hours. No injury or delay in treatment was reported. A ge healthcare field service engineer replaced the motherboard following the event. The cic then operated as expected, passing all tests. Ge healthcare's investigation into the root cause of the reported occurrence is ongoing. A f/u report will be submitted once investigation results are available.